Manufacturer narrative:
Follow-up #1: date of submission 07/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2014 with the following findings: there were call service alarms observed in the black box and alarm history. There was visible moisture observed in the pump. The leak test failed due to a cracked pump case. The pump was cracked above the ir port. Moisture and corrosion was observed on all internal surfaces when the pump was removed from the case. The 24 hour test could not be completed due to a replace battery alarm. Unrelated to the original complaint, the display was discolored and continued to get more difficult to read during investigation due to missing segments.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.